Event description:
Analysis of the handheld was completed on 12/09/2014. During the analysis it was identified that the handheld was received with the lock button in the locked position. Since the lock button was locked, the handheld buttons and touchscreen were unresponsive. Once the lock button was moved to the unlocked position no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the flashcard was completed on 12/09/2014. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician&#39;s handheld was freezing at the alignment screen and troubleshooting did not resolve the freeze. A new programming computer was provided to the physician and the frozen handheld was received for analysis. Analysis is underway, but has not been completed to date.